Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of disturbed or insufficient fixation of the insert within the metal cup, likely due to the small burr reportedly seen on the cup, which led to fracture of the insert.

Event description:
Index surgery: (B)(6) 2016. Revision of a fractured ceramic liner. Patient is minimally symptomatic.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2016. Pending revision of a fractured ceramic liner. Patient is minimally symptomatic.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision of a fractured ceramic liner. Patient is minimally symptomatic.